Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 200% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic- assisted low anterior resection with a colo-anal anastomosis procedure, the device misfired. Could not provide any additional information at this time. Additional information received on 2/11/2010: while creating the ileocolic anastomosis, the surgeon placed device and fired; the anterior staple line was fine. The posterior staple line was not forming and staples did not form. There were no patient consequences and sutures were used to complete case.